Event description:
A nurse reported that during a phacoemulsification procedure, the handpiece would not perform. The handpiece was exchanged, but the issue persisted. The system was exchanged and the case was completed without harm to the patient. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system and phaco handpieces. No problems were found. The system was then tested and met all product specifications. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause is unknown. (B)(4).